Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of stent has moved 3mm in the distal direction on the balloon; the struts were bunched and overlapping in this area. There was also distal strut damage on the first row, a strut was lifted. The damage to the stent is consistent with force/resistance being encountered by the stent delivery catheter. The bumper tip of the device showed signs of damage to the distal tip ¿ it appears kinked. This type of damage is consistent with resistance being encountered by the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on balloon.